Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the data was not communicating to the server. A field service engineer (fse) initially identified the station as offline in remote smart service (rss); however, it later confirmed the station was online and communicating with the server. The fse dialed in to verify synchronization and contacted the site to review status. The call was left open while technical support specialist (tss) dial into the station and followed the knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue". Follow-up with the customer later confirmed the issue had been resolved, and station communication was restored. The system functioned as intended after field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data was not communicating to the server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data was not communicating to the server. However, there were no delays or adverse events or injuries reported based on this event.